Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too often. The patient inquired if having to charge every 5-6 days sometimes is normal. Sometimes the ins battery will last 7 days and other times the ins battery will last 4 days. The patient said they were on a lower setting and the ins battery would last longer. The patient didn¿t feel vibration as much in the beginning. The patient recently increased parameters. The patient stated she had gone up to level 5 or 5.5 and the patient can feel vibration all over. The patient stated the patient keeps the ins on 24 hours a day. The patient said the stimulation changed from the beginning. The patient stated the stimulation makes the patient feel like she has shivers and cold with goose bumps. The patient stated she feels the stimulation when she cranks it up. The patient stated she was used to walking like she was drunk because the patient can feel stimulation in her feet, belly button, and all around. The patient offered conflicting information and said that stimulation does not bother her, and the stimulation is fine. The ins was working and has helped a lot. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionalinformation was received from the patient. It was reported that the patient had been leaving the ins on all day (24 hours). The patient stated that they didn't feel cold or have goosebumps and clarified that were just explaining the intensity. The patient reported that no steps had been taken to resolve the issues and the issues had not been resolved. No further complications are anticipated.